Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming laser footswitch was replaced. The company service representative did not replicate the reported event of syringe not filling up with gas. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event of laser issue is attributed to a nonconforming laser footswitch. The root cause of the reported event of gas issue is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical console did not fill up with gas in the syringe and intermittent laser issue. The procedure details and patient harm was not provided. Additional information has been requested but none has been received.